Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(6). On (B)(6) 2019, it was reported that a mesher was not cutting skin. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device passed all the pretests and that the cutter was able to rotate freely inside of the comb. The returned cutter was reviewed and was noted to have produced a passing test mesh. The technician verified that it was functioning as intended and it was returned to the customer without further incident. The device was tested and inspected. The service technician was unable to reproduce the reported issue during inspection of the device. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the mesher was not cutting the skin. There was a delay of 0-15 minutes reported. No harm to patient, no impact to harvested graft. No adverse events were reported as a result of this malfunction.